Event description:
Event description: pt nasal cannula was connected to wall-piped medical air via flow meter with yellow color coded christmas tree nipple adapter instead of connected to wall oxygen via flow meter oxygen with green color christmas tree nipple adapter.

Manufacturer narrative:
Amvex qa personnel ((B)(4)) spoke to initial reporter (B)(6) on (B)(4) at 3:00 pm regarding further explanation of incident as reported on medwatch report (B)(4). Based on further info, the flowmeter in question functioned as per our design and operational specifications. Medical staff did the initial hook up of the cannula and as described there was an error made by medical staff. The hook up of the nasal cannula was made to the medical air flowmeter rather than to the oxygen flowmeter as required by pt. There was no problem reported prior to or after the incident regarding the operation of either the oxygen or medical air flowmeters. Note: no model number, lot number or serial number were provided by initial reporter.